Manufacturer narrative:
No products associated with this report were returned for examination. Previous investigations found multiple complaints have been received for stripped drivers, fractured hex drivers, and for the hex drivers cold welding to the screws. Originally, data was reviewed under the root cause investigation (B)(4). It was determined as a result of the investigation to conduct a preliminary risk assessment. (B)(4) was conducted in (B)(6) 2015 and determined that there had been no increase in patient harm and that the severity and occurrence of the various failure modes resulted in broadly acceptable risks. Thus, no action was to be taken regarding cold-welding or stripping failures on codes (B)(4). Corrective action not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Upon insertion of two screws, the screwdriver got stuck on the screw head, and upon removal of the screwdriver from the wound, both screws were pulled from their prospective holes. Every time the screwdriver was pulled away, the screw head would be sitting up 4mm in the cup.